Event description:
Customer reported issue with touchscreen responsiveness, noting that the pump screen was frozen and unresponsive to inputs. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.